Manufacturer narrative:
As of june 9, 2016, nakanishi has not received any information about the patient, however nakanishi is scheduled to visit the dentist for the information next week.

Event description:
On may 27, 2016, an nsk dental handpiece, x95ex (serial no. (B)(4)) was returned from a distributor to nakanishi for repair. There was a note included with the device stating that the device had overheated and burned a patient. On may 30, 2016, nakanishi contacted the dentist for the detailed information. The details are as follows. The event occurred on (B)(6) 2016. The dentist was performing root separation of the patient's tooth. The dentist observed a white burn injury on the cheek mucosa of the patient's left jaw the patient was anesthetized. The dentist applied ointment to the wound.

Manufacturer narrative:
Patient information: in july 2016 (exact date unknown), nakanishi visited the dentist for information about the patient. However, nakanishi could not obtain any information from the dentist. Upon receiving the device involved in the MDR event from a distributor, nakanishi conducted a failure analysis of the returned device that included measuring the temperature of the operating device [c160527-13-1]. These activities are described in more detail below. Methodology used: nakanishi examined the device history record and the repair history for the subject x95ex device [serial number (B)(4)]. There were no problems observed during the manufacturing or testing noted in the DHR. The repair history showed 1 service record (january 2015) since the device was shipped. Nakanishi conducted temperature testing of the returned device in the following manner: temperature sensors were attached to the exterior of the device at various test points. This included the point most proximal to the patient (testing point (1)) and points further toward the distal end of the device (testing points (2) through (4)). The test setup was prepared to take temperature measurements at all points simultaneously, including a reference measurement at ambient room temperature. Nakanishi attached a thermocouple (sensor to measure a temperature) to each of the testing points. Nakanishi rotated the device's motor at 40,000 min-1, which is the maximum rpm for the motor that drives the handpiece (200,000 min-1 for the handpiece), with water spray, and measured the exothermic situation. Nakanishi measured the temperature rise of the returned handpiece set at 200,000 min-1 (motor revolution 40,000 min-1). Nakanishi did not observe any abnormal rise in temperature at any of the test points during the 5 minute evaluation period. The maximum temperatures nakanishi observed during the evaluation are as follows: test point (1): 37.2 degrees c, test point (2): 44.2 degrees c, test point (3): 41.7 degrees c, test point (4): 42.2 degrees c. Identification of the specific failure mode(s) and/or mechanism(s) and the associated device components involved: nakanishi disassembled the handpiece and performed a visual inspection of the inside parts. Nakanishi observed corrosion in the gear inside the cartridge. Nakanishi took photographs of all of the disassembled parts and kept them in a file. Nakanishi reassembled the handpiece and washed the inside of the handpiece using nakanishi pana spray plus due to the observation of corrosion. Nakanishi observed corroded material being expelled from the head of the handpiece by using a white filter to catch anything that was expelled. After cleaning and lubricating the handpiece as defined in the operation manual, nakanishi measured the temperature of the handpiece. Nakanishi observed that after cleaning, the temperature dropped a few degrees at all of the test points, as shown below. Test point (1): 35.0 degrees c, test point (2): 40.0 degrees c, test point (3): 40.7 degrees c, test point (4): 41.1 degrees c. Conclusions reached based on the investigation and analysis results: despite not being able to replicate the reported abnormal temperatures, nakanishi identified, from the findings in the evaluation, that the cause of the overheating of the returned device was abnormal resistance during rotation caused by corrosion in the gear inside the cartridge. A lack of maintenance causes corrosion inside the parts, which in turn causes corrosion ingress into the cartridge gear during rotation. This contributes to the handpiece overheating. In order to prevent a recurrence of the handpiece overheating, nakanishi took the following actions: nakanishi reviewed the operation manual and reconfirmed clarity and understandability of the instructions. Nakanishi reported the above evaluation results to the dentist and reminded the dentist of the importance of checking the handpiece prior to use to prevent overheating, as instructed in the operation manual.